Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair a ruptured abdominal aortic aneurysm. Postoperatively, the patient had a hematocrit level of 9% and the patient's abdomen was distended. On the next day, a computed tomography scan revealed a type ii endoleak. The physician attempted to convert the patient to open surgical repair. However, after a mid-line incision was made, the patient died. The cause of death was a ruptured abdominal aortic aneurysm. An autopsy will not be performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involved in this event: pxc141200/lot#05503941.